Event description:
Additional information received from the patient stated the tons of problems they were getting was do to inexperience of using the equipment therefore user error. The cause of battery turning off was due to normal battery drainage and they were able to charge successfully. The reported issue was resolved.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was having tons of problems getting it to work. The therapy got turned off some how. They noted that they could never get the other piece to connect with the phone. All of a sudden they were having trouble and it was a struggle to pee. The last three days had been pretty difficult. This issue began two weeks ago. The patient needed help turning the stimulation on. Patient services walked the caller through how to get the handset and communicator to connect to the stimulator. The patient had the recharger on. Patient services had them turn it off and take it off of their back. Patient services instructed the patient to put the communicator over their stimulator. They noted that no one told them that the communicator needed to go over the stimulator. The patient connected and they were on program 4. They turned the stimulation on and increased the stimulation to .8 volts. The patient was able to successfully turn the stimulation on after education on how to use the communicator.